Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms were unable to be confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis. The mpu and power cord were exchanged and the alarms were resolved. Additional information provided on 20aug2021 stated that the mpu was returned under warranty; however, no tracking information was provided. The mpu does have the v-lock connector on the ac power cord, the power cord did not come loose from the wall or outlet. The alarms were replicated in the clinic and it is not an issue with a power outage. Additional information provided on 20sep2021 stated again that the mpu was returned after a second attempt to ensure the return of the mpu. As of 14oct2021, the mpu has not been returned after the customer confirmed twice that the mpu was returned. No shipping or receiving information is available, to date the mpu has not been received. If received, this complaint will be reopened to evaluate the returned product. The device history records were reviewed for (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 15jan2021. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the patient was using the mobile power unit (mpu) a no external power alarm was seen. This alarm did not occur when the patient was on battery power. The left ventricular assist device (lvad) coordinator was able to replicate the alarm in their office. They made sure that the mpu had fresh batteries and a new power cord when this test was performed. The mpu and power cord were exchanged and the alarms resolved.